Event description:
It was reported to philips that the allura device would not start up. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file does not contain host pc malfunction. During troubleshooting, the fse found that there was a voltage drop in the cmos battery of the host pc. The fse replaced the battery twice which resolved the issue temporarily. The same issue reoccurred in a month and found that the issue was due to the defective host pc. The fse replaced the host pc in a subsequent case. The defective part was returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified an issue with the dos-cmos-boot component of host pc. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.